Event description:
A surgery assistant reported that the surgeon explanted an intraocular lens (iol) due to dislocation. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was torn into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/05/2009 and 10/27/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/30/2009.